Event description:
Reporter alleged the patient received a result of 541 mg/dl on inform system 1 compared back to back with a result of 89 mg/dl on inform system 2 when testing was performed within 10 minutes. Reporter stated the patient had been given a candy bar at an unknown time prior to the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1. Reference medwatch report with (B)(6) for the suspect device used in system 2.